Event description:
The olympus sales representative reported that the customer ¿oes elite¿ high-definition autoclavable telescope was returned to the olympus repair center for a reported ¿dark blurry image¿. The reported image defect was found during preparation for use. No death injury or infection and no person or other was affected has been reported to olympus. However, during the repair inspection, olympus identified a broken component on the outer tube, the locking/directional pin was found broken off. This report is being submitted to capture the directional pin was found broken off.

Manufacturer narrative:
The repair inspection confirmed the customer reported, the image is blurry/foggy due to broken lens and debris particles in the optical system. Additionally, the inspection identified the locking/directional pin was broken off. The inspection also noted the rigid outer tube is bent, optical fiber damage at the distal tip, deep scratches on the eyepiece unit and the laser markings on the model ring are faded. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken off direction pin was likely caused by user error, improper handling and excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.